Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that there was a hemostatic valve leak. During an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. A hemostatic valve leak was observed. No further information was provided. The procedure was completed without patient complications. The device is expected to be returned for analysis.